Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the highly calcified left anterior descending artery (lad). A 28x2.75mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed foreign matter and damage to the stent.

Manufacturer narrative:
(B)(4)- examination of the returned complaint device revealed foreign matter and stent damage. There was blood and contrast visible in the shaft. The balloon was tightly folded and the stent was located between the markerbands. The proximal segment of the stent was damaged and fibrous foreign material was attached to the stent. However, the foreign matter is consistent with fibers that would be left from wiping the device off with a cloth or disposable wipe, or possibly from a sterile gown or other fabric that may be present in the cath lab setting but not in the manufacturing environment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications (B)(4)